Manufacturer narrative:
(B)(4). D10 ¿ unknown oxford femoral component, lot unknown. Unknown oxford tibial component, lot unknown. G2 ¿ foreign ¿ australia. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient was revised three month post initial knee arthroplasty due to bearing dislocated anteriorly. No further information is available.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Review of the complaint history found no additional related complaints for this item. Radiographs were provided and reviewed by a radiologist. The review identified that the two views of the right knee demonstrate a medial compartment hemi-arthroplasty with anterior dislocation of the polyethylene spacer into hoffa's fat anteriorly. No bony fracture. Osteopenia. Based on the available information, the reported event can be confirmed. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.